Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient complained of a problem with one of the leads. It was reported that the patient felt a dull electrode shock on the left breast area. A boston scientific technical services (ts) representative advised the patient to speak with the physician about a plan to correct the lead issue. There was no further information given on this event. To date, this rv lead remains in service. No adverse patient effects were reported.